Manufacturer narrative:
The na electrode lot number was ahq27, the k electrode lot number was h8741, and the cl electrode lot number was u9584. The electrode expiration dates were requested, but not provided. The field service engineer determined there was a clot of debris in the measurement pathway. The fluidics were cleaned and electrodes were re-installed. The reagents were primed and the pathway was conditioned. An ise check was performed. Calibration and controls were run. Controls recovered within range. Precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 8000 ise module. The sample initially resulted in the following values: na = 121 mmol/l. K = 4.1 mmol/l. Cl = 90 mmol/l. The initial values were questioned by the doctor, so the sample was repeated. The sample repeated with the following values: na = 140 mmol/l. K = 4.8 mmol/l. Cl = 104 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.